Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced. The patient was stable throughout.

Event description:
It was reported patient presented in clinic for follow-up. Device interrogation showed that the patient's right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Programming changes were made. Patient had no consequences.